Event description:
The physician implanted a gore bifurcated endoprosthesis for the treatment of an abdominal aortic aneurysm. Following the successful device implant, the hypogastric artery was unintentionally obstructed. The physician decided to leave the hypogastric obstructed. The contralateral limb device was deployed was deployed without incident. The physician believed there was no apparent clinical sequela associated with leaving the hypogastric artery obstructed but will continue to monitor the patient. The patient's condition was stable following the procedure.